Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was no longer using the purewick system. Patient got a kidney infection and was in the hospital for 14 days. The customer was not saying that the infection was caused by the purewick female external catheter, but the patient was not using the system any longer.

Event description:
It was reported that the patient was no longer using the purewick system. Patient got a kidney infection and was in the hospital for 14 days. The customer was not saying that the infection was caused by the purewick female external catheter, but the patient was not using the system any longer. Per follow up via phone on (B)(6)2021, the patient's husband stated his wife was no longer using the device because she passed away in (B)(6)2021 due to a heart attack. There was no indication that the device contributed to the patient's kidney infection nor death.

Manufacturer narrative:
Per additional information received from the customer, bd has determined that this MDR event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.